Event description:
Intraoperatively a leaflet "fell off". It is unknown if the leaflet was fractured or dislodged intact. It is also unknown if the leaflet was able to be retrieved. Surgery time was extended by ninety minutes. Pt expired one month postoperatively.